Event description:
Boston scientific received information that this patient¿s system displayed high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms which triggered the lead safety switch (lss). The health care professional (hcp) saw noise on the right ventricular (rv) channel when it was in unipolar configuration. The hcp set back to bipolar configuration and did isometrics and there was no noise observed. The hcp noted that the patient¿s arms were placed over the head frequently. The hcp discussed of keeping the patient¿s left arm down for the next couple of months while the lead settles in. Additional information was obtained indicating that the source of these observations was not determined. The lead safety switch (lss) was reset. The patient will have a follow-up in a couple of months. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.